Manufacturer narrative:
This lead has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the lead may have contributed to the complaint incident. However, based on the picture of the lead provided by the field, the probable cause of the clinical observations were determined to be related to torn insulation at the distal end of the terminal pin was and a fractured rate/sense conductor coil. In (B)(6) 1998, the is-1 terminal pin design was changed to reduce occurrence of this issue. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device replacement procedure, right ventricular (rv) over-sensed noisy signals were noted on the electrocardiogram. When the device was removed from the patient, the physician visually noted kink damage on the is-1 connector of this rv lead. It was also alleged the rv lead had fractured. The physician surgically capped this rv lead and a replacement device and rv lead were implanted to resolve the event. The explanted device was not a boston scientific product. At this time, the rv lead remains implanted, but capped and out-of-service. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine device replacement procedure, right ventricular (rv) over-sensed noisy signals were noted on the electrocardiogram. When the device was removed from the patient, the physician visually noted kink damage on the is-1 connector of this rv lead. It was also alleged the rv lead had fractured. The physician surgically capped this rv lead and a replacement device and rv lead were implanted to resolve the event. The explanted device was not a boston scientific product. At this time, the rv lead remains implanted, but capped and out-of-service. No additional adverse patient effects were reported.